Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on 06/30/2016, on behalf of the patient, to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.